Event description:
Boston scientific received information that surgical intervention was performed to revise this right ventricular lead which had displayed increased thresholds and a rise in pacing impedance from 450 to 1800 ohms. The lead was surgically abandoned, however during replacement it was noted that the left subclavian vein had thrombosed. Therefore the entire left sided pacing system was removed from service and a new pacing system was implanted on the right side of the body. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. No further information is available. This report will be updated if more information becomes available.